Manufacturer narrative:
(B)(4).

Event description:
It was reported that the stent moved on balloon. Vascular access was obtained via the right side utilizing a contralateral approach. The target lesion was located in the left iliac artery. A 9.0x30x135 cm express® ld iliac / biliary stent was advanced to treat the lesion. However, as the stent was advanced from right to left prior to getting the stent in the position in the left common iliac, it was noticed that the stent had moved on the balloon. The stent was no longer within the markers of the balloon and thus the stent could not be deployed. A 9x40 express ld stent was then opened and completed the procedure. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the device was received for analysis. It was noted that the stent had moved 9mm distally on the device. The distal end of the stent was damaged and stretched. This type of damage is consistent with the application of excessive force to the system. No issues were noted with the balloon. A visual inspection of the stent and the balloon identified no issues that may have contributed to this complaint. A visual and tactile examination identified no issues with the catheter. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the stent moved on balloon. Vascular access was obtained via the right side utilizing a contralateral approach. The target lesion was located in the left iliac artery. A 9.0x30x135 cm express® ld iliac / biliary stent was advanced to treat the lesion. However, as the stent was advanced from right to left prior to getting the stent in the position in the left common iliac, it was noticed that the stent had moved on the balloon. The stent was no longer within the markers of the balloon and thus the stent could not be deployed. A 9x40 express ld stent was then opened and completed the procedure. No patient complications were reported and the patient's status was fine.